Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with motor error alarm, and battery out alarm. The customer states they received motor error alarm, and tried to change out the battery, but then received battery out limit alarm. The customer's blood glucose level at the time of incident was 260mg/dl. Troubleshoot was not completed, due to lost connection with the customer. The customer was tried to be reached, but there was no answer.